Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a medication leaking during an unspecified infusion. The y-site was noted to be broken in 2 pieces; the hub was cleaned and the lines reconnected. The tubing was not saved for investigation and there is no report of patient harm.